Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the clamp at the end does not work and keeps displaying a plunger error. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 10-jul-2025. One device was received for analysis. The service history review showed no previous repairs. The customer reported issue was verified through alarm history review. The root cause of the issue was the plunger was severely damaged and was not functioning properly. The plunger cases, plunger pcb, cam gear, top and bottom cases were replaced, loaded standard 1a12 configuration and recalibrated all sensors. The device then passed all tests after the repairs.